Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. Photos were provided for review. The investigation of the reported event is currently underway. D2b (dsy; dyf). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a surgical graft placement procedure using the carboflo graft. During the procedure, an impra graft implanted in an arteriovenous fistula was observed to leak from multiple points along the body of the graft. Initial assessment suspected bleeding at the anastomosis, however, after compression maneuvers, the physician determined that the leakage originated diffusely from the graft body rather than the anastomotic site. The current status of the patient is unknown.